Event description:
It was reported while using an unspecified bd catheter that the cannula tube snapped and remaining tube was removed from patient's vein. The following information was provided by the initial reporter: cannula tube snapped - remaining tube carefully removed from patients' vein. New cannula inserted - delay in giving intravenous medication.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd catheter that the cannula tube snapped and remaining tube was removed from patient's vein. The following information was provided by the initial reporter: cannula tube snapped - remaining tube carefully removed from patients' vein. New cannula inserted - delay in giving intravenous medication.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.